Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented remotely via merlin.net. Upon interrogation, the pulse generation exhibited a diagnostics anomaly. The patient was doing fine and an in-clinic visit would be considered.